Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the reported complaint could not be confirmed; a visual inspection did not find any evidence of ¿black fluid¿ coming from the hand piece however, the blade port and lumen areas of the hand piece are very soiled and dirty. It appears that the user is not cleaning the unit in accordance with the recommendations found in the instructions for use. (B)(4).

Event description:
It was reported that while using a dyonics powermax elite hand control, the doctor noted either oil or some sort of fluid leaking out of the device.